Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The returned device was visually inspected, indicating that the device is broken into two fragments from the webs of the proximal lag screw hole. At the distal end, we can see misdrilling marks leading to the initiation point of the breakage of the nails. The microscopic picture of the fracture surface indicates that the breakage is in a fatigue manner due to initial misdrilling and broke instantaneously from the other side due to high tension and loading over time. We can also see deformation on the distal side, heavy material deformation can be seen, which most likely contributed to the starting point of the fracture at the lateral. With the available radiograph, a formal medical opinion was sought: in the radiograph we can see that the reduction of the fracture was not optimal. This is an unstable fracture as the trochanter minor is fractured as well, a dynamic distal locking might have contributed to too much movement in the fracture. Since we only have the x-rays in one direction, not a complete assessment can be done. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the breakage of the implant happened in a fatigue manner by application of continuous high load overtime. The exact root cause cannot be defined as non-unions are, in general, multifactorial. The location and pattern of the fracture, biology, and the technical aspects of the surgical procedure have contributed to the event. Furthermore, patient activity levels post-op may also have contributed to an inadequate load distribution and, therefore, the breakage of the implants. If more information is provided, the case will be reassessed. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "pertrochanteric fracture of the right femur. Surgery on april 4, 2025, at amalie siveking kkh ¿ closed reduction and stabilization using a proximal femoral intramedullary nail on the right side. Gamma3 ccd angle 125°, 180 mm length, thickness 11 mm. Femoral neck screw 95 mm, distal locking screw 40 mm 5.0. Nail fracture diagnosed on july 24, 2025, by CT scan. Nail replacement on august 4, 2025, at asklepios klinikum barmbek."

Event description:
As reported: "pertrochanteric fracture of the right femur. Surgery on (B)(6) 2025, at (B)(6) ¿ closed reduction and stabilization using a proximal femoral intramedullary nail on the right side. Gamma3 ccd angle 125°, 180 mm length, thickness 11 mm. Femoral neck screw 95 mm, distal locking screw 40 mm 5.0. Nail fracture diagnosed on (B)(6) 2025, by CT scan. Nail replacement on (B)(6) 2025, at (B)(6)."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.